Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a fill estimate issue with a 28-unit display instead of the expected 200 units. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to ensure cartridge air removal before filling, acknowledged the guidance, but declined to load a new cartridge, opting to continue using the current one with an option to follow up if necessary.